Event description:
Affiliate reports that leakage was noticed from the drainage bag. Therefore the doctor changed the bag. It was reported that even with the change the same event has occurred. The doctor then decided to use a bag from another lot.

Manufacturer narrative:
It has been communicated that the products will be sent to codman for evaluation. Upon completion of the investigation a follow up report will be filed.